Manufacturer narrative:
Inspection of the device found evidence of fluid contact on the mechanism rail. The batteries were measured to have sufficient voltage. The download data does not contain any timeouts, drive stalls, or hazard alarms. Inspection of the fluid path components found a tear in the unexposed portion of the soft cannula which resulted in fluid leaking inside the device. The investigation confirmed the internal soft cannula leak prevented the proper delivery of insulin. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose levels rose above 13.9 mmol/l (>250 mg/dl) while wearing the pod on the abdomen for between 5 and 24 hours. A new pod was successfully applied.